Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
During index procedure an evercross pta catheter was used to treat a lesion in the right sfa. It is reported that approximately 12.5 months post index procedure, the patient experienced restenosis of the right leg, and was treated by pta revascularization. Outcome is reported to be successful. The patient left the hospital in a good condition and timely manner. It is reported that approximately 20 months post procedure, the patient experienced restenosis in a lesion of the right leg. The right sfa was successfully treated by pta revascularization. The patient was discharged in good condition the following day.